Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 7482a40, serial# (B)(4). Product type: extension. (B)(4).

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported there was premature battery depletion. Impedance measurements were taken and contacts 4 and 7 tested at 61 ohms and the rest were between 500-600 ohms. The patient was not talking much and moving more slowly. The patient was reprogrammed off 4 and 7 electrodes 2-3 weeks prior to report. The patient was at eri and the patient had been implanted in (B)(6) 2015. The left side was at 4v and the right side was at 3.3v. There was no trauma or falls related to the issue. The patient was going to have a replacement and they would check impedances intra-operatively to locate the short. Additional information received reported they tested the leads and there were no problems. The cause was a defective extension. The extension was replaced and the impedance check showed no problem after replacement. The patient was doing great. Please see manufacturer report #3004209178-2015-23992 for information on the patient's concomitant system.